Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the handle did not perform properly during a lap high anterior resection. The setting up was normally completed and they checked the jaws opening/closing, and handle indicator, the adapter indicator, the cartridge indicator were all illuminated. The surgeon approached to the tissue, however shortly after the calibration occurred, the cartridge returned to the straight position. Then the surgeon approached to the tissue again ,closed the jaws, pushed the green firing mode button, pushed blue button, however the knife did not move forward, and could not fire at all. He tried to fire the device multiple times, however could not. The handle was replaced by another device and the firing was completed. The surgical time was extended by less than 30 mins, however there was no harm to the patient. After the surgery, at the out of the abdominal cavity, the jaws could be opened and closed and could be articulated and rotated with no problem. They noticed some staples on the cartridge root came out.